Manufacturer narrative:
Correction: updated d6b for explant date

Event description:
It was reported that the patient's pacemaker was eroding through their skin. The whole pacemaker system was prophylactically explanted as a result. The patient condition was stable throughout procedure.